Event description:
It was reported, the subject device the image flickers. The issue was found at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device. The outer tube has a dent. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image flickers" due to the charged coupled device is broken. A definitive root cause could not be identified for the broken charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was a therapeutic ultrasound-guided vascular asccess and thrombolysis.